Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set pre-attached holder there was unspecified sample leakage from 3 devices. Recollection was required. No additional adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 30 retained samples were visually inspected and underwent functional tests for leaks, and all samples passed testing. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode of leakage. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set pre-attached holder there was unspecified sample leakage from 3 devices. Recollection was required. No additional adverse impact was reported regarding the patient or user.